Event description:
It was reported that during an adiana procedure for permanent contraception, the physician could see that the catheter tip had broken away from the catheter and was "floating inside the [uterine] cavity." The physician did not remove the tip as it was "very small" and he believed this tip will "fall away at the patient's first period." The adiana procedure was completed to both fallopian tube with other catheters and the patient was discharged home.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4)